Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During insertion of the was, a small pericardial effusion occurred. Due to the minimal effusion, procedure continued and the device was successfully implanted. A pericardiocentesis was then performed. The patient was stable when they left the room.